Manufacturer narrative:
The patient's gender, dob, age at time of event, or weight are unknown. This information was not available from the facility. The angiosculpt device was unable to deflate. Additional intervention was required, thus resulted in a prolonged procedure. Patient information regarding relevant tests or laboratory data is unknown. The information was not available from the facility. The angiosculpt device was returned for evaluation. Visual examination found the distal bond peeled with two leaflets lifted, but remained intact to the device. The scoring element was elevated and the proximal bond was lacerated. In addition, the distal shaft was necked proximal to the balloon bond. Measurements found the necked region ID and od were below specification. Due to the necked region, the balloon was unable to inflate, thus the deflation issue could not be replicated. Based on the lab evaluation, it is likely the shaft became necked due to improper use following inflation, resulting in the inability to deflate the balloon. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt balloon would not deflate. A needle was used to puncture the balloon. No patient injury occurred.